Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The guidewire insertion test failed at a point 747 millimeters from the terminal pin. Analysis could not confirm the clinical observation of lead dislodgement.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was scheduled for revision. The lead's sensing and pacing functions were programmed off in the associated device pending revision. No adverse patient effects were reported.

Event description:
The lead subsequently was replaced with another manufacturer's lead, with no adverse patient effects.